Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, chronic totally occluded right mid peroneal artery. During the attempt to place the guide wire into the lesion, the guide wire tip inadvertently entered the sub-intima of the artery. After retraction of the guide wire from the sub-intima, during the second attempt to place the guide wire, resistance was felt during advancement into the lesion, which resulted in the guide wire tip separating approximately 3 cm proximal to the tip ball. No attempts were made to retrieve the tip from the patient and the separated portion was left in the anatomy. A non-abbott re-entry catheter was used to access the true lumen of the vessel and the procedure continued on successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.